Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should different information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged one day post implant. When the physician attempted to reposition the lead, they experienced difficulty due to the helix mechanism extension/ retraction issues. Also noted, were high out of range pacing impedance measurements greater than 3,000 ohms. Subsequently, this lead was explanted and replaced with a different lead same model. No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery and prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. A risk review of the ingevity was completed using 042010-202 hazard analysis ingevity and confirmed that the event of 1414: dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right atrial (ra) lead dislodged one day post implant. When the physician attempted to reposition the lead, they experienced difficulty due to the helix mechanism extension/retraction issues. Also noted, were high out of range pacing impedance measurements greater than 3,000 ohms. Subsequently, this lead was explanted and replaced with a different lead same model. No additional adverse patient effects were reported. The lead was received for analysis.